Event description:
(B)(4). It was reported that during a stenting treatment procedure, the stent moved on the balloon. The first target lesion was located in the proximal right coronary artery with 90% stenosis and was 26mm in length with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation with a 3.0x30 apex balloon and placement of a 3.5x38mm taxus liberte stent. Using a buddy wire, the stent was still unable to advance to the distal lesion. There were signs of the stent coming off of the balloon. The stent was deployed in the proximal aspect of the vessel covering up the ostium. The stent was post-dilated with 10% residual stenosis. The second target lesion was located in the mid right coronary artery with 90% stenosis and was 20mm in length with a reference vessel diameter of 3.5mm. This lesion was treated with direct stenting using a 3.0x38mm taxus liberte stent with 10% residual stenosis. At 1 day post procedure, the patient had elevated cardiac enzymes and a mi. No action was taken and patient was discharged same day. Relationship to index procedure per investigator is unrelated.

Manufacturer narrative:
(B)(6).device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05416.